Manufacturer narrative:
Patient with a total knee replacement developed an infection. Poly inserts may be exchanged. Review of the device history records indicates that the device was manufactured to specification.

Event description:
Patient with a total knee replacement developed an infection. Poly inserts may be exchanged.